Event description:
Complainant alleged that while attempting to defibrillate a pt. The device would not deliver a shock. Complainant did not inidcate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
MFR has not rec'd the product and this complaint is still under investigation.